Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported upon activation of the pod the patient noticed the cannula had already deployed the cannula early when the needle guard was removed. The pod was not worn.